Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. On an unreported date, patient was treated with injection vancomycin 1gram per 96 hours and injection ceftazidime 1gram once a day for peritonitis. At the time of this reported, it was not reported if the patient had recovered from peritonitis. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.